Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made without unique manufacturer/ device serial numbers. The baseline gender/ age characteristic is male/ (B)(6) years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: active surveillance of the implantable cardioverter-defibrillator registry for defibrillator lead failures circulation. Cardiovascular quality and outcomes. 2020; 13(4) 10.1161/ circoutcomes.119.006105. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a defibrillator lead. The authors wrote about an active surveillance registry with regard to lead failures. The article contained non-specific information about multiple leads from common manufacturers. The deaths that occurred ¿would have been distributed equally among the exposed groups.¿ the disposition of the leads is not known. Further follow up did not yet yield any additional information.